Event description:
The customer reported that during a transjugular intrahepatic portosystemic shunt procedure due to ascites, the hydrophillic guidewire jacket peeled back on itself at the distal tip. It subsequently became lodged in the catheter. They had gained access, however; the doctor tried to remove the guidewire from the catheter to exchange for another device but could not. The wire and catheter had to be removed and access was lost. There was minimal delay in the procedure. It was reported that the portal vein was damaged due to the procedure. The patient was monitored due to portal vein rupture and later expired. The lab manager reported that the guidewire did not cause the portal vein rupture nor was it responsible for the patient's death.

Manufacturer narrative:
Device evaluation: the suspect device evaluation/investigation has not been completed. A follow-up report will be submitted when the evaluation is complete. Evaluation conclusion: a follow-up report will be submitted when the evaluation is complete.